Manufacturer narrative:
Customer complained about open book on screen she also can see moisture under the screen. Event date (B)(6) 2021. Device perform visual inspection and insulin pump received with pillowing keypad overlay, cracked select button keypad overlay, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and corroded battery tube. Tested with a test p-cap and the test p-cap locked in place properly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant critical pump error (open book). The crest and thus software was utilized and successful download. Device was cut/open and inspected and found corroded/moisture damage at electrical board 1. Original electrical board 1 was installed in a test electrical board 2. Powered the insulin pump on using the battery simulator and critical pump error occurred during testing. However, found related alarm pump error 63 alarm at the formatted history files due to moisture damage. (B)(6) 2021 06:23:01.000 alarm alert notification fault number = hardware error alarm (63) variable info = 15 00 00 00 00 00 00 00 00 3c confirmed pump error 63 alarm. Confirmed critical pump error (open book). Device received with critical pump error (open book) due to corroded/moisture damage at electronic assembly noted. Device confirmed moisture damage at the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received open book image on the screen. Customer stated that they saw moisture under the screen. Customer did not receive any other error alarm prior to open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.